Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex (lcx) artery. After the implantation of a 2.75x24mm promus element stent in the mid to distal left anterior descending (lad) artery and 4.00x12mm promus element stent in the ostial to mid lad in overlapping manner, a 3.00x38mm promus element long stent was implanted in the lcx. However, during deployment of the 3.00x38mm promus element long stent, a distal edge dissection was noted. Subsequently, a 3.00x24mm promus element stent was deployed distally overlapping the 3.00x38mm promus element long stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.